Event description:
It was reported that the ilet was not paired to the user¿s dexcom g7, and the ilet cgm menu was set to g6, resulting in the ilet reading an old g6 sensor while the user had started a g7; the ilet was subsequently switched to g7 and the g7 sensor was started and connected. Symptoms included nausea and sweating during a period of hyperglycemia. Outcomes included elevated glucose to 370 mg/dl for approximately 3.5 hours without use of backup therapy, ketone testing, or medical intervention, after which glucose declined to 231 mg/dl. Investigation included call-based troubleshooting, review of sensor status notifications, verification of the g7 sensor code, and corrective education to select the correct cgm type and initiate pairing. Investigation of this case revealed user setup error with incorrect cgm type selection and initial non-pairing, which led to missed corrective insulin delivery until the g7 connection was established. It was concluded, based on previously established findings for similar reports, that the cause was user error related to cgm pairing and configuration.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.